Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2016, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2428j/15314569) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured. The patient was implanted with a gore® excluder® aaa end prosthesis (pxl161007j/15463917) to repair the injury. The patient tolerated the procedure. The root cause of injury was due to the small diameter of reia for inserting the sheath. No further information is available.